Event description:
The healthcare provider reported via the manufacturer representative that the patient only had 25% pain relief which was much less than the trial. Lead migration was suspected and an x-ray confirmed that both leads migrated. There were no external or patient factors known to have contributed to the issue. Reprogramming was attempted and the patient was going to meet with the doctor next on 9-may. The issue was not resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-oct-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 03-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.